Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during the endoscopic pancreaticoduodenectomy, could not fire the device. Removed the cartridge, no foreign matter in the jaw. Checked the cartridge, found missing sled. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch number # p56z6n. Investigation summary : one picture was provided; picture received shows a blue cartridge on a bottom view, no one piece sled is present, body fluids can be appreciated. Based on the photo alone the event describe is confirmed. Please refer to the device analysis for full analysis details and conclusion., the analysis results showed that one ecr60b reload was received with the one piece sled detached and partially fired 1/16 making it nonfunctional. Although no conclusion could be reached on why the one piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.